Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-healthcare professional reported that during intraocular lens (iol) implant procedure, it was noticed a scratch on iol out of center, aligned with haptic. Iol was left in the eye. The procedure was completed on same day. Company iol inserter and cartridge were available for return. Additional information has been requested.

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. A sample was not received at the manufacturing site for evaluation for the report of a scratch on the intraocular lens (iol); however, the attached customer photo confirms the reported issue of a damaged iol. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. The photo review confirms a damaged iol; however, a sample was not received at the manufacturing site and no lot information was provided; therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.